Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to reproduce the reported failure. The fse reported that upon arrival both batteries were fully charged. He tested the unit for all functional test and calibrations. The fse verified that the unit had ac power, the rescue/hybrid display was working properly, and verified that both batteries ports were charging. The unit passed all test performed as per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that battery in slot #2 of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.